Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation and had the concurrent procedures of transvaginal hysterectomy and bilateral salpingo-oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery - stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision for extrusion in 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2010 by dr. (B)(6).